Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained ventricular tachycardia was noted due to noise on right ventricular (rv) lead. The oversensing was also noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.